Manufacturer narrative:
(B)(4). Concomitant device: item: 00-1015-8020, 4.5mm cannulated screw, cancellous thread, 20mm, lot: unknown. The customer has indicated that the device is being returned for evaluation. The investigation is underway. Multiple MDR reports were filed for this event, please see associated report: 3006460162-2020-00048.

Event description:
It has been reported that during a planned removal of cannulated screws, two screws fractured. No adverse events have been reported as a result of this malfunction.